Event description:
The user reported no flow problems, first occurred on station #8 with mvi, spike was changed out and that resolved the problem, then it happened on station #4 with kphos which could not be resolved with trouble shooting. The unit was swapped out. There was no pt involvement.